Manufacturer narrative:
An event regarding dislocation and wear involving an unknown metal head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised due to trunnionosis and dislocation of the head out of the liner. Patient was revised to a restoration modular stem and a 36 mm ceramic head (liner unknown).